Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed. The assignable cause was the bladder. The sample will be discarded and not returned to the customer since this is a single-use.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to reported two intermates that the bladders broke when filling. One had vancomycin in it and the other had sodium chloride in it (complaint (B)(4) has been opened for the other intermate). According to the customer, the device had only been filled with roughly 10-20 ml (milliliter) of a vancomycin pre-mix (not filtered) when the reservoir ruptured. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.